Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, five years eleven months later, CT revealed anterior tilt of the tip of approximately 10-12 degrees. The posterior left strut was partially engulfed/surrounded by cortical remodeling and spurring of the anterior vertebral body. There is a 2nd posterior left strut which may be broken/foreshortened/bent as it also contacts the area of cortical remodeling/spurring in the vertebral body. Some of the other struts also protrude outside the margin of the ivc but none greater than a millimeter. Therefore, the investigation is confirmed for perforation of the ivc. However, the investigation is inconclusive for filter limb detachment. However, the investigation is unconfirmed for filter tilt as the medical record states filter tilted only 10-12 degrees. Based on the provided medical records, there is no clear evidence to confirm for filter limb detachment as it reported that the filter limb has ¿may be¿ broken/foreshortened/bent. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 11/2015).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, tilted and embedded in the wall of ivc and seven prongs of the filter perforated and extended beyond the wall of the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that the detached strut retained near the vertebral body and the patient reportedly experienced severe abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately, five years eleven months later, CT revealed anterior tilt of the tip of approximately 10-12 degrees. The posterior left strut was partially engulfed/surrounded by cortical remodeling and spurring of the anterior vertebral body. There is a 2nd posterior left strut which may be broken/foreshortened/bent as it also contacts the area of cortical remodeling/spurring in the vertebral body. Some of the other struts also protrude outside the margin of the ivc but none greater than a millimeter. Therefore, the investigation is confirmed for perforation of the ivc. However, the investigation is inconclusive for filter tilt and filter limb detachment. Based on the provided medical records, there is no clear evidence to confirm for filter limb detachment as it reported that the filter limb has ¿may be¿ broken/foreshortened/bent. Based on the provided medical records, there is no clear evidence to confirm for filter tilt as it was reported that the filter tilted only 10-12 degrees. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 11/2015).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, tilted and embedded in wall of the ivc and seven prongs of the filter perforated and extended beyond the wall of the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that the patient reportedly experienced severe abdominal pain; however, the current status of the patient is unknown.